Event description:
It was reported that during the implant procedure they had difficulty positioning the lead and sensing and thresholds were not good. The implanter tried another position and the lead dislodged again. The lead was not implanted. It was also reported that the doctor disconnected the lead from the generator and when he wanted to connect again, he found that small screw from generator struck with wrench. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The proximal conductor was distorted and blood/body fluid was found. There were outer insulation breach and blood was found in/on helix. (B)(4) no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The proximal conductor was distorted and blood/body fluid was found. There were outer insulation breach and blood was found in/on helix. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.